Manufacturer narrative:
Date of event: estimated as (B)(6) 2022 as the social media post was made in (B)(6) 2022 and the patient was reporting the hospitalization from the incident as it was happening. Implant date: estimated as (B)(6) 2022 as the social media post was made in (B)(6) 2022.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient later experienced a cva and was admitted into the emergency room (ER). The patient had a computed tomography (CT) performed and was planned to be admitted for magnetic resonance imaging (MRI) the following day. The patient stayed overnight in the ER due to unavailability of space in hospital. No further information is available at this time.

Manufacturer narrative:
Date of event - estimated as 01jan2022 as the social media post was made in january 2022 and the patient was reporting the hospitalization from the incident as it was happening. D6a: implant date - estimated as (B)(6) 2022 as the social media post was made in january 2022. H6: impact codes- updated to remove intensive care code.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient later experienced a cva and was admitted into the emergency room (ER). The patient had a computed tomography (CT) performed and was planned to be admitted for magnetic resonance imaging (MRI) the following day. The patient stayed overnight in the ER due to unavailability of space in hospital. No further information is available at this time.